Manufacturer narrative:
Insulin pump received with no button response due to flattened all button dome switch. No unlocked component/lcd keypad connector. No button error alarm noted. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the buttons were not responsive. Customer's blood glucose was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.